Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced due to noise oversensing. Additional information was not reported.

Event description:
New information received notes that the noise was noted during pre-procedure interrogation. Patient was stable post procedure.